Event description:
It was reported to philips that the defibrillator failed to power up via battery and ac. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.